Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense and shocking channels after the patient implanted with this lead experienced an accident where his arm was pulled backwards resulting in a hematoma. Numerous non-sustained episodes were recorded with one episode resulting in an inappropriate shock. Inhibition of pacing was noted. Lead threshold measurements increased and r wave measurements decreased since implant. Noise could not be reproduced in the clinic. Additional information was received that the chronic coronary sinus transvenous implantable lead was explanted after, during attempted repositioning, it became caught in the guide catheter and then was damaged while trying to free it.